Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he had good stimulation during the trial period; however, he never had effective stimulation after the permanent implant surgery. The pt stated he could never get the desired coverage even after multiple programmings. X-ray noted no anomalies. The pt also reported when stimulation was on, he felt discomfort. The pt is consulting with his physician for possible explant of his scs system. Surgical intervention may be taken at a later date to address this issue.